Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6) study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient had cardiac arrest and expired. In (B)(6) 2013, clinical status assessment indicated that the patient¿s qualifying condition as stable angina (ccs classification: 2) and was referred for elective cardiac catheterization. The target lesion was located in the mid right coronary artery (mid rca) with 70% stenosis and was 22mm long with a reference vessel diameter of 3.8mm. The target lesion was treated with pre-dilatation and placement of a 3.50x28mm study stent with 0% residual stenosis with timi flow of 3. The patient was discharged on dual antiplatelet therapy on the same day. In (B)(6) 2017, the patient suddenly had cardiac arrest and subsequently died. No action was taken to treat this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.